Event description:
Medtronic received information that the patient was being supported via veno-venous (v-v) extracorporeal membrane oxygenation (ECMO) with an avalon cannula, which was positioned in the neck. Due to the patient's condition, the decision was made to terminate v-v ECMO and initiate veno-arterial (v-a) ECMO. The avalon cannula was used as a single venous cannula. The patient was fully dependent on ECMO and support was weaned and the biomedicus cannula was positioned in the leg. During cannulation, it was noted there was an issue with the introducer, as it did not fit into the cannula. Another cannula was requested, which caused a time delay in the procedure. During this time, cardiopulmonary resusitation (CPR) was being performed. The same style and size of cannula was used and the second cannula worked fine the first time and was inserted without issue. At the end of the case, the user attempted to place the replacement cannula introducer and fit it into the first cannula, which yielded the same results. It was reported that the patient had died. The cause of death and relationship to the delay in procedure device was not provided. The product was returned for analysis.

Manufacturer narrative:
Product analysis: the introducer and cannula were evaluated at the contract manufacturer, which confirmed the introducer would not extend through the tip of the cannula. Conclusion: returned product analysis confirmed the introducer would not extend through the tip of the cannula. In collaboration between the cannula contract manufacturer and cannula component sub-supplier, root cause was deemed a mismatch between the cannula inner diameter (ID) and the introducer outer diameter (od). During normal production processing of bio-medicus cannulae at the sub-supplier, each cannula body is matched to its introducer for fit. Following the fitting operation, subsequent manufacturing processes could affect how the cannula and introducer fit together and result in a mismatch between the cannula body and introducer prior to completion and shipment of the cannula kit. A supplier corrective action request (scar) was initiated by the cannula contract manufacturer to the sub-supplier in order to implement corrective actions due to this anomaly. The device involved in this event was manufactured prior to the continuous improvement efforts. Medtronic has not received any complaints for devices manufactured following implementation of the continuous improvement efforts. A written request to provide the primary and secondary cause of death from the perfusionist at the user facility was requested. The perfusionist spoke to the surgeon who experienced the issue with the cannula. The surgeon informed the perfusionist the issue with the cannula had no effect on the patient¿s outcome. A review of our quality database did not identify any trends related to this issue. Medtronic will continue to monitor the field performance of this device to detect similar events, should they occur. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: upon receipt, visual inspection did not identify any outward signs of damage to the cannula and two introducers. Both of the returned introducers were fully inserted into the lumen of the cannula body. Inspection noted the tip of the introducer did not fully extend through to the tip of the cannula, rendering the tip of the cannula unsupported. The cannula and introducers were forwarded to the contract manufacturer for further evaluation. Further results are pending completion of the contract manufactuer's evaluation. Conclusion: returned product analysis revealed the introducer did not fully extend through to the tip of the cannula. The products were forwarded to the contract manufacturer for further investigation. The conclusion of this event is inconclusive, as the investigation is still in progress. A supplement report will be provided as additional information related to the patient and contract manufactuer's investigation becomes known. (B)(6). (B)(4).